Event description:
It was reported that the transfer set became disconnected from the titanium adapter. The reporter stated that "the white plastic part connected to the titanium adapter looked defective." The issue occurred when the patient just had their transfer set changed. The issue was resolved when the transfer set was changed. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.